Event description:
A customer reported to beckman coulter, inc. (Bec) that there was intermittent leaking from creatinine module on unicel dxc 800 pro synchron clinical system. The customer stated that no patient result was affected. The customer was wearing gloves. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse replaced the creatinine module syringe and primed the module. The fse calibrated photometer lamp. The fse performed calibration and qc. The results were within the specifications. The fse verified repair per established procedures. As of (B)(4) 2011, the customer has not contacted bec with requests for further assistance for this issue. (B)(4).